Manufacturer narrative:
During the device evaluation, the following issues were discovered: leakage from the distal sheath; a pinhole on the distal sheath, causing water tightness to be lost; a scratch on the distal end; a cut on the distal sheath; a dent on the forceps channel port; a scratch on the control unit; a scratch on the grip; a dent on the plastic distal end cover; a dent on the universal cord; and due to wear on the angle wire, the bending angle in the down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned loaner asset, the bronchovideoscope was identified as having the connecting tube coating peeled. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: important information :please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.